Manufacturer narrative:
The lens was remains implanted. (B)(6). (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an ar40e intraocular lens was implanted into a male patient's right eye. There were no complications after the procedure. Approximately one (1) week post implant the patient was hospitalized as he could not see clearly with his right eye. He was diagnosed with endophthalmitis. In addition conjunctival congestion was observed. Subconjunctival injection (lidocaine hydrochloride, dexamethasone and tobramycin sulfate) was administered. It was noted that the lens optic surfaces were normal. However, under slit lamp, the lens haptic turned to fuchsia. Through follow-up it was learned that the patient was transferred to a different hospital as the endophthalmitis had worsen. The physician has plans to perform a vitrectomy.